Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient felt disoriented when the cgm was showing 95 mg/dl. When the patient checked a finger stick, it was 55 mg/dl. There was no treatment provided and 911 was called. When paramedics arrived, the bg was checked and it was 55 mg/dl and cgm was still 95 mg/dl. The patient was treated with glucose IV and after 15 minutes, they felt fine. When paramedics checked a bg, it was in normal range. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.